Event description:
Boston scientific received information that the patient reported experiencing syncope. A remote interrogation was performed which did not show any corresponding episodes. Boston scientific technical services (ts) noted non-sustained ventricular tachycardia (vt) episodes and discussed that this may have been a factor for the patient's syncope. Pacemaker mediated tachycardia (pmt) was also noted. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.